Event description:
It was reported that the device exhibited loss of right ventricular (rv) and left ventricular (lv) capture via review of remote transmission. The clinician noted that the patient was experiencing presyncope during the episodes. Device reprogramming was made. The patient also had low potassium and magnesium levels, which were corrected. There were no adverse health consequences, the patient was stable.